Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 3 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the line). The hp stated the she had a leak in her catheter. The hp had closed all the clamps and disconnect from the hc. The technical service representative (tsr) had the hp cycle the power to clear the alarm and end therapy. Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(6), 2012. The rn stated that the transfer set was leaking which caused the alarm. The rn replaced the transfer set. The rn stated that the hp was continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in the set) is not confirmed and the cause was not identified because there was no sample returned to baxter, the lot number was not provided, a baxter employee did not identify the alarm in the event log of a returned device, and the user did not verbally provide sufficient information to identify the cause of the alarm. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. If additional information becomes available, then a follow up MDR will be submitted.